Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported that 3 out of 25 patients have presented with deep vein thrombosis. This report addresses the third patient. No other details have been provided.